Event description:
A malfunction was reported with a code "malf 16" that occurred with no notable events preceding it. There was no adverse impact on the customer's blood glucose level. Technical support planned to replace the pump, and the customer did not have a current backup therapy, indicating they would contact their healthcare provider for assistance.